Event description:
The sales representative reported that the product problem was a locking issue. The lock would not unlock when the surgeon tried to adjust the mayfield infinity skull clamp. When the surgeon was able to unlock it and adjust the clamp, he could not lock it back. This problem took about 30 minutes. The skull pins had to be removed and another kind of skull clamp (mayfield modified skull clamp (B)(4)) was used. The type of procedure was a cranioplasty. No patient injury occurred. Integra adult disposable pins were used. No stereotaxy device was used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation an investigation has been initiated based upon the reported information.